Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 873 mg/dl. The omnipod personal diabetes manager (pdm) battery would not turn on and could not hold charge. The patient experienced low sodium. At "the" hospital, the patient was placed on an intravenous therapy of fluids and insulin. The patient was released a few hours later.